Event description:
On (B)(6) 2019, a 24mm amplatzer septal occluder was selected for implant. The physician attempted to release the device in the patient twice. Both attempts resulted in the device forming a cobra. The device was removed from the patient and the procedure was aborted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. No adverse consequences was reported.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.